Event description:
It was reported that a patient was still having concerns with their device or therapy, but they were working with their doctor or medtronic representative. It was stated that the patient had their device surgically removed due to an infection at the battery site on (B)(6)-2012. Further information has been requested. A follow up reported will be sent if more information becomes available.

Event description:
Additional information received reported the patient received assistance from a manufacturer representative who made the necessary changes to her neurostimulator and the patient's concerns were resolved.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient product ID 37085-95, serial# (B)(4) implanted: 2012-(B)(6), product type extension product ID 3387s-40, lot# v942856, implanted: 2012-(B)(6), product type lead. (B)(4).

Event description:
It was later reported the infection developed in the implantable neurostimulator (ins) pocket. The ins and extension were removed ap proximately one month after implant. The patient was in the hospital for one week and still had a pick line for the infection. It was noted a new ins and extension were implanted. Patient stated 'they crossed my body and put the ins in the left buttock cheek.' No further information was reported.